Event description:
It was reported that needle was unable to deliver insulin during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that pen needle was not pressing out insulin during injection.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-06-29. H.1 device return to manuf .?: yes h.1 device eval by manuf?: yes h.6. Method codes: 10, 3331 h.6. Result codes: 114 h.6. Conclusion codes: 19 h.6. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9148671. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed appropriately. Customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needle was not pressing out insulin during injection. All returned pen needles were examined and all exhibited a broken on patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9148671. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed appropriately. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle was unable to deliver insulin during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that pen needle was not pressing out insulin during injection.